Event description:
The event is reported via the membrane study ¿ the 49-year-old male patient with a history of chronic alcoholism, deep vein thrombosis or pulmonary embolism, diabetes, controlled hypertension, and current smoker, underwent middle meningeal artery (mma) embolization and craniotomy for a right frontal subdural hematoma (sdh) with parietal involvement on 22-sep-2022. The patient was randomized into the surgical and mma embolization cohort of the study. The patient¿s baseline markwalder grading scale (mgs) score was 0 and the modified rankin scale (mrs) score was 0. The sdh thickness was 30 mm. The patient underwent the mma embolization procedure via right radial access. The trufill n-bca-1 gram kit (631500 / m05f17) (4:1 oil: n-bca ratio) was delivered (location not available) via an echelon¿ 10 microcatheter (medtronic). The anterior and posterior branches of the mma were embolized. In the opinion of the treating physician, the embolization was successful. The patient was discharged home for self-care on (B)(6) 2022 with a mini-mental state exam (mmse) score of 27, a markwalder grading scale (mgs) score of 0, and a modified rankin scale (mrs) score of 0. On 13-oct-2022, the patient experienced the event of ¿multiple irregular tonic clonic seizures,¿ which became known to the site on 26-jun-2024 and to the sponsor on 22-jul-2024. The principal investigator (pi) assessed this event as moderate in severity, serious, and as not related to the study device, probably related to the mma embolization procedure, not related the medication used to treat the subdural hematoma (sdh), and probably to the surgical procedure used to treat the sdh. As to whether the event was anticipated/expected, the answer field is recorded as ¿n/a (does not meet above criteria)¿. The event resulted in prolonged hospitalization; the patient was admitted on (B)(6) 2022. The event also required the diagnostic tests of an ¿eeg and brain MRI.¿ the patient was treated with medication. The outcome is recorded as ¿recovered/resolved,¿ with an end date of 15-oct-2022.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, gender, and weight were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device remains implanted / injected. A review of manufacturing documentation associated with this lot (m05f17) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Seizures are a known possible complication associated with the use of the trufill n-bca liquid embolic agent. There were no alleged quality issues/malfunctions related to the device, as the device performed as intended. A review of the available information suggests patient factors, such as their medical history of chronic alcoholism and hypertension, may contributed to the event with no signs of a device malfunction or performance issue. However, the investigator felt the event of ¿multiple irregular tonic clonic seizures¿ was probably related to the mma embolization procedure; since the trufill n-bca liquid embolic agent study device was used during the mma embolization procedure and seizures are a known potential complication related to the device, the correlating relationship between event to the used device as a contributing factor cannot be ruled out entirely. Additionally, the event resulted in prolonged hospitalization, diagnostic tests, and medicinal treatment. Based on this information, the event of ¿multiple irregular tonic clonic seizures¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include modified information received on 31-jul-2024 and 02-aug-2024. [Additional / modified information]: modified information was received on 31-jul-2024 related to the outcome and end date of the adverse event ¿multiple irregular tonic clonic seizures. The outcome value of this adverse event has been updated from "recovered/resolved" to ¿unknown.¿ the end date value has been updated from ¿unk¿ to ¿blank.¿ on 02-aug-2024, modified information was received. Regarding the re-operation/ post-randomization surgical procedure on the sdh, the answer field for burr hole was updated from "yes" to "no." During this procedure, external ventricular drains (evd) were placed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.